Manufacturer narrative:
Date of event: event date is used as a placeholder as it is currently unknown. Related manufacturer report number #: 2916596-2021-00283. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was previously admitted for heart failure symptoms.

Manufacturer narrative:
This report was determined to be duplicate information to MFR report number# 2916596-2020-03412. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a decrease in flow over time, including multiple low flow alarms on (B)(6) 2020. It should be noted that the decrease in flow could have been caused by the reported pannus/thrombus formation within the outflow graft; however, the reported thrombus/pannus could not be confirmed through the evaluation of the submitted images. The reported narrowing of the distal end of the outflow graft also could not be confirmed through the evaluation of the submitted images. The center attributed the reported narrowing of the distal end of the outflow graft to the likely thrombus or pannus. The system controller periodic log files contain cumulative data from (B)(6) 2019 at 09:44:47 through (B)(6) 2020 at 11:06:03. The file appeared to show a steady decrease in calculated average flow from approximately (B)(6) 2020 through (B)(6) 2020, while the data logger was set to record data at 24-hour intervals. The system controller event log files captured low flow events between 09:52:32 and 10:13:26 on (B)(6) 2020, resulting in 17 total low flow alarms. Calculated average flow ranged from 0.0-2.4 lpm for these events. It should be noted that these events appeared to resolve, as calculated average flow ranged from 4.5-4.9 lpm from 10:34:40 through 11:08:45 on (B)(6) 2020. As an additional observation, brief low power hazard alarms were captured on (B)(6) 2020 that appeared to be the result of a loss of external power to the mpu (investigated under MFR # 2916596-2020-04544). The pump speed did not drop below the low speed limit for the duration of the files, including the low flow and low power events. It was reported that the patient was admitted after feeling unwell and gaining weight. The controller parameters reportedly noted a slightly reduced flow and power consumption. Although a twist in the device was originally reported, it was later clarified that there was no twist of the outflow graft. A CT (computerized tomography) scan ((B)(6) 2020) and a catheterization of the pump/outflow graft ((B)(6) 2020) reportedly showed narrowing at the level of the distal anastomosis of the outflow graft related probably to a thrombus or pannus. The patient underwent a percutaneous stent implantation to the site of the anastomosis between the outflow graft and the aorta. This appears consistent with the findings of the submitted log files (decrease in flow over time until (B)(6) 2020, then calculated average flow ranging from 4.5-4.9 lpm from 10:34:40 through 11:08:45 on (B)(6) 2020). This event reportedly resolved on (B)(6) 2020. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20nov2015. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient's prior heart failure symptoms were related to admission in (B)(6) 2020 for thrombus. Patient was only admitted in (B)(6) 2020. It was reported that the patient felt unwell and experienced weight gain. The controller parameters showed a slightly reduced flow and power consumption. Per the clinician's telephone conversation, the center suspected a twist in the device. An echocardiogram showed an increase in pressure in the anastomosis between graft and aorta. A CT scan was performed and a jet at the intersection of the aorta was observed. Another scan by c-arm with contrast observed the same situation. It was reported that there was a desire to continue treatment. There was stenosis at the anastomosis between the outflow graft and aorta was suspected to be to due to thrombus or pannus formation. There was no twist of the outflow graft. Narrowing at the level of the distal anastomosis of the outflow graft had been seen in CT scan on (B)(6) 2020 and on (B)(6) 2020 catheterization of the pump/outflow graft was performed that showed the narrowing was probably related to thrombus or pannus formation. The patient underwent surgical intervention and a percutaneous stent was implanted at the site of the anastomosis between the outflow graft and the aorta. Outcome reported resolved/recovered on (B)(6) 2020.